Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt underwent a permanent implant procedure and experienced an epidural hematoma (CT scan confirmed) post-operative. Subsequently, the physician removed the hematoma, repositioned the scs lead (per the physician, bleeding seemed to have stopped), and placed a drainage tube. It was also reported the pt was "doing well" after the surgical intervention and the drainage tube was removed on (B)(6) 2013. Later, it was reported the pt began experiencing stomach pain and leg numbness. Moreover, a CT scan confirmed an additional hematoma. Subsequently, the scs system was explanted. It was reported the pt does have feeling and mobility of both legs.